Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a lead revision due to increasing impedances. Fluoroscopy revealed externalized conductors. The lead was capped and replaced.